Manufacturer narrative:
Device investigation summary - the complaint condition was able to be confirmed as the distal tip of the driver was broken and missing a segment (approximately 2mm x 4.5mm). The inner shaft and outer sleeve were found to be in good condition without identifiable defect or deformity. No definitive root cause was able to be determined; this failure mode is typically associated with not having the tip fully seated in the drive recess when a load is applied. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation were performed: the customer reported the tip of the extraction screwdriver broke. The repair technician reported tip broken as the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Service history review: part no. 352.311, serial/lot no: (B)(4): no service history review can be performed as this is a lot controlled item. The manufacture date of this item is september 11, 2006. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the vectra extraction screwdriver is broken at the very tip to where it would not fit into a screw. Reportedly, the device did not malfunction during surgery and no patient was involved. This is report 1 of 1 for (B)(4).